Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The unit was not displaying an image due to a damaged charged coupled device (ccd) unit. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation as well as the device evaluation, it is believed that the reported no image failure was caused by a damaged ccd. However, a definitive root cause could not be confirmed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had a black screen, leak not leak. Same fault was reported three times in the last four months. The issue was found at preparation for use for an undisclosed procedure. The procedure was completed with an unknown replacement device. There were no reports of patient harm.